Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
The dr. Pulled the biobloc hemosplit catheter from a patient. When he pulled, the catheter broke in half right below the cuff. The catheter did not migrate or embolize.